Event description:
New information received stated that the patient presented for additional evaluation. A chest x-ray of the patient showed no abnormalities. However, right ventricular lead noise was observed during isometric testing and pocket manipulation. On (B)(6) 2019, the patient was brought to the hospital for a revision procedure. Upon opening the pocket, the physician was able to remove the right ventricular lead pin connector from the header of the implantable cardioverter defibrillator without loosening the set screw. The lead was reinserted into the header and the set screw was tightened. The lead was tested and the anomalies were no longer observed. The physician stated he believes the set screw was not fully tightened at the original implant and that both the lead and device were functioning as expected. The patient condition was stable following the procedure. Related manufacturer reference number: 2017865-2019-11536.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the right ventricular lead exhibiting high pacing impedance anomaly on may 5th, and again on may 18th. The physician elected to bring the patient in for full evaluation. The clinic was unable to schedule a follow-up with the patient.